Event description:
Original report: vent shut down, tbn estp error found in event trace. Upon follow-up: nurse reported that bedside ventilator died without warning. House has a history of electrical problems, including electrical fire in the wall.